Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was found to have prematurely reached eri due to rapid battery depletion. The patient was in stable condition and will continue to be monitored remotely. The device remains implanted and will be explanted at a later date.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received notes that the device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.